Event description:
It was reported that during the procedure the indeflator was connected to a non-abbott balloon catheter however the indeflator would not inflate the balloon and could not pull negative pressure. The indeflator was exchanged for a new one and the same issue occurred. The procedure was completed without opening a third indeflator. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported leak was confirmed. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue. On oct 24th 2024, abbott vascular determined that a field action was required for specific lots of ppak 20/30 w/copilot product. The product associated with this complaint is from the impacted population. This action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier.

Event description:
It was reported that during the procedure the indeflator was connected to a non-abbott balloon catheter however the indeflator would not inflate the balloon and could not pull negative pressure. The indeflator was exchanged for a new one and the same issue occurred. The procedure was completed without opening a third indeflator. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Subsequent to the initially filed reports, additional information was received. A third indeflator was used during the procedure and was also noted to not inflate the balloon and could not pull negative pressure. No additional information was provided.